Event description:
It was reported through remote transmission that the device longevity seemed short compared to previous estimates. Sudden decrease in battery voltage was noted several months prior and continues to decline. The device will be explanted when it reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.